Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported nuisance upstream occlusion alarms which were not reproduced. Upstream occlusions were verified through a review of the event history log and found to be caused by continuity on the upstream sensor crystal. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed false upstream occlusion alarms during therapy (dose and programmed amount unknown) in the medical surgical department. The device was programmed to deliver heparin at a rate of 40 milliliters per hour. The customer also reported that at each alarm, the pump was checked for an upstream occlusion and that there was no occlusion present at any point in time. The infusion was continually restarted until the infusion was complete. The customer was able to reproduce the symptom during biomedical engineering testing with static tubing set of false upstream occlusions. There was no patient injury or medical intervention associated with this event. No additional information is available.